Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after changing the reservoir. The customer stated that two of the reservoirs were not good. Blood glucose value was 230 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. The customer did not want to return the reservoirs for analysis.